Manufacturer narrative:
An event regarding malposition involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: complex malalignment of components including an oblique joint space between femur and tibia, likely femoral rotatory malposition and patellofemoral malalignment with lateral tilt/shift have contributed to an overload condition in the pf joint resulting ultimately in disassociation between patellar metal-backing and poly requiring revision surgery. Tibio-femoral instability was possibly an additional but secondary indicator for revision as caused by the oblique joint space with tibial bearing wear, not explicitly evident from the available documentation. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: complex malalignment of components including an oblique joint space between femur and tibia, likely femoral rotatory malposition and patellofemoral malalignment with lateral tilt/shift have contributed to an overload condition in the pf joint resulting ultimately in disassociation between patellar metal-backing and poly requiring revision surgery. Tibio-femoral instability was possibly an additional but secondary indicator for revision as caused by the oblique joint space with tibial bearing wear, not explicitly evident from the available documentation. Further information such as product evaluation, CT scans, revision operative reports, patient history, follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right knee was revised due to pain. Rep provided primary operative and webops report, vitals, and pre-revision x-rays and reported that additional x-rays, medical records, and further information are not available due to hospital policy. Update based on clinical review findings ar 4dec2018: complex malalignment of components including an oblique joint space between femur and tibia, likely femoral rotatory malposition and patellofemoral malalignment with lateral tilt/shift have contributed to an overload condition in the pf joint resulting ultimately in disassociation between patellar metal-backing and poly requiring revision surgery.